Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported leaking insulin cartridges while using the ilet system. The agent advised the caregiver to contact customer care for troubleshooting. No adverse event, hospitalization, or blood glucose abnormality was reported.